Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he received a no delivery alarm and it is recurring. Customer was instructed to disconnect at quick release and perform fixed prime; insulin did exit the tubing and insulin pump alarmed no delivery. Customer was then advised to remove the reservoir, disconnect and reconnect the reservoir and infusion set push insulin slowly through the tubing; insulin did exit the tubing. Customer was advised to rewind the insulin pump reinsert the reservoir and run manual prime; insulin exits with the manual prime. Blood glucose value is 189 mg/dl. Nothing further reported.